Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system stimulation therapy was not effective. Reprogramming of the patient's scs system was attempted, but effective therapy could not be delivered. Follow up identified the patient may undergo a (B)(6) system trial.